Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian neoplasm ("ovarian tumor/ tumor on/around ovary") and genital haemorrhage ("bleeding") in a 47-year-old female patient who had essure (batch no. 636594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included glomerulonephritis and deep vein thrombosis. Concurrent conditions included thrombolysis, pulmonary embolism, chronic kidney disease, kidney transplant, esophageal reflux, polycythemia vera, tobacco user, transient ischemic attack, cerebral infarction, sweaty (hot and cold sweats.), mood change, nephritis, pulmonary embolism, stroke, uterine bleeding, bleed in luteal cyst, cervicitis, adenomyosis and intra-abdominal bleeding. On (B)(6) 2019, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, 6 years 5 months after insertion of essure, the patient experienced feeding disorder ("gastrointestinal or digestive system condition type: couldn't eat"). In (B)(6) 2015, the patient experienced premature menopause ("hormonal changes describe: early menopause,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), postoperative wound infection ("infection (other) describe: surgical wound,"), nausea ("nausea") and weight decreased ("weight loss"). On an unknown date, the patient experienced ovarian neoplasm (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,"), vomiting ("vomiting") and abdominal pain lower ("lower abdomen pain"). The patient was treated with tacrolimus, mycophenolate mofetil (cellcept), lisinopril, rivaroxaban (xarelto), bupropion, alprazolam (xanax), surgery ((B)(6) 2015(hysterectomy with bilateral salpingo-oophorectomy)) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian neoplasm, genital haemorrhage, abdominal pain, premature menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, postoperative wound infection, depression, anxiety, nausea, dysmenorrhoea, fatigue, feeding disorder, vomiting, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, feeding disorder, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, ovarian neoplasm, pelvic pain, postoperative wound infection, premature menopause, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: secondary diagnoses:unspecified benign or malignant,undiagnosed cardiac murmurs, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian neoplasm ("ovarian tumor/ tumor on/around ovary") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 636594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included glomerulonephritis and deep vein thrombosis. Concurrent conditions included thrombolysis, pulmonary embolism, chronic kidney disease, kidney transplant, esophageal reflux, polycythemia vera, tobacco user, transient ischemic attack, cerebral infarction, sweaty (hot and cold sweats.), mood change, nephritis, pulmonary embolism, stroke, uterine bleeding, bleed in luteal cyst, cervicitis, adenomyosis and intra-abdominal bleeding. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, 6 years 5 months after insertion of essure, the patient experienced feeding disorder ("gastrointestinal or digestive system condition type: couldn't eat"). In december 2015, the patient experienced premature menopause ("hormonal changes describe: early menopause,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), postoperative wound infection ("infection (other) describe: surgical wound,"), nausea ("nausea") and weight decreased ("weight loss"). On an unknown date, the patient experienced ovarian neoplasm (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,"), vomiting ("vomiting") and abdominal pain lower ("lower abdomen pain"). The patient was treated with tacrolimus, mycophenolate mofetil (cellcept), lisinopril, rivaroxaban (xarelto), bupropion, alprazolam (xanax), surgery (10 dec2015 (hysterectomy with bilateral salpingo-oophorectomy)) and surgery (oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian neoplasm, genital haemorrhage, abdominal pain, premature menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, postoperative wound infection, depression, anxiety, nausea, dysmenorrhoea, fatigue, feeding disorder, vomiting, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, feeding disorder, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, ovarian neoplasm, pelvic pain, postoperative wound infection, premature menopause, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: secondary diagnoses:unspecified benign or malignant,undiagnosed cardiac murmurs, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-apr-2018: plaintiff fact sheet, medical records, new reporter, patient demographic information, relevant information history and concomitant condition, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number, stop date updated, concomitant product, new events hormonal changes describe: early menopause, apareunia (inability to have sexual intercourse), infection (other) describe: surgical wound, psychological or psychiatric problems condition: depression/ anxiety, dysmenorrhea (cramping), tumor / teratoma / cancer type: tumor on/around ovary, fatigue and vomiting were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.